Event description:
It was reported to philips that the network connector (ECG out connector) was damaged.

Manufacturer narrative:
(B)(6). A follow up report will be submitted once the investigation is complete.

Event description:
The customer contacted philips healthcare to report that the ECG connector is broken. There was no reported patient involvement.